Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their pd treatment. The patient had contacted ts to troubleshoot an ¿m31 air detected in cassette¿ alarm that occurred during fill 1 of their treatment, prior to discovery of the fluid leak. After failing to bypass the alarm, the treatment had to be cancelled. The patient reported seeing fluid leak out of the cassette door when it was opened to remove the cycler set. No pinholes or other signs of damage were identified on the cassette. The ts representative advised the patient to discontinue use of the cycler and ordered them a replacement. The patient completed their treatment by performing a manual exchange. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. As a precaution, the patient was prescribed prophylactic antibiotics (type and dose unknown). The patient was on the antibiotics for three days, taking it every other day. At the time of follow up, the patient was no longer taking the antibiotics and was reportedly feeling asymptomatic. The patient had received their replacement cycler and was continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was not available for evaluation as it was reportedly discarded. In addition, the patient was unable to provide a lot number for the cycler set.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present on the top cover and within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There was no visual indication of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. The cycler underwent and passed a mushroom head check, and a patient sensor calibration check. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. Fluid was also found in the hp3 filter. The fluid found in the hp3 filter is related to the reported 'm31 air detected in cassette' alarm. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that a fluid leak was previously investigated on 08/31/2019. The mushroom head check passed during that investigation. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.